Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Customer¿s low blood glucose level was at the time of incident was 54 mg/dl. Customer declined the troubleshooting for the low blood glucose. The insulin pump will be returned for analysis.